Manufacturer narrative:
(B)(4). Batch # unk. Maude event report number is mw5099233. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, ligaclip was misfiring. One clip scissored shut and the other did not close all the way. There were no patient consequences reported.